Event description:
The customer reported that the ventilator has burnt odor and would not power up. The customer reported the device was in use on patient, but there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).